Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona medial congruent articular surface right 10mm catalog #: 42522101010 lot #: 65560858, persona cemented all-poly patella 35mm catalog #: 42540200035 lot #: 65566600, persona cemented stemmed tibial component right size g catalog #: 42532007902 lot #: 65534980 g2 - report source - foreign: event occurred in australia h6 - component code - proposed code is mechanical (g04) - femur the complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address instability from ligament loosening approximately thirty (30) months post-operatively. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.